Manufacturer narrative:
Additional information received on 05 september 2017 and includes: this patient had previous hip surgery due to her hip anatomy (dysplastic hip). Batch reviews performed on 18 september 2017. Lot 166465: (B)(4) items manufactured and released on 01 february 2017. Expiration date: 2022-01-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 32 size s -4, code 01.29.204, lot. 165967 (k112115) (B)(4) items manufactured and released on 05 january 2017. Expiration date: 2021-12-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Post-op the surgeon determined the leg length was off. The surgeon revised the stem and head. The surgery was completed successfully.